Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) has been confirmed. As received, the monitor displayed a service code 102. Upon investigation, contamination was found on the c/a board on components u901, j1002, j1000, and c903, causing an intermittent failure. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge/discharge profile faults).